Event description:
A pt was injected with radiesse dermal filler on (B)(6) 2011 in the nl folds and along the cheekbones. The pt indicated to dr. (B)(6), that she had a sinus infection beginning, and later that day went to her pcp for antibiotics. The pt returned for a follow-up with dr. (B)(6) on (B)(6) 2011; there was no swelling, no pain and just slight redness under the eyes. Over that weekend ((B)(6)) the pt called dr. (B)(6), indicating she had redness and was very swollen, mostly in the right cheek. There was no fever mentioned. Dr. (B)(6) prescribed antibiotics. The following week, the symptoms had not subsided; the pt was prescribed a stronger antibiotic. By the (B)(6), the swelling and redness had resolved.

Manufacturer narrative:
Two syringes of radiesse were used for the pt's (B)(6) 2011 injection. The second lot is as follows: catalog#: 8071m0k1, lot#: 1022681, exp date: 09/2012. For second lot, device manufacture date: 09/2012. The pt had reported to the injector that the swelling, sinus infections and redness have resolved. The device history records for radiesse lots 1023083 and 1022681 were reviewed. All required testing specs were met prior to release; there were no abnormalities noted.